Event description:
It was reported that a patient was hospitalized urgently for asphagia and abdominal pain. The patient had vomiting. Checkup was conducted and the ultrasound of the unprepared abdomen showed a large gastric "bag" with a band slippage.

Manufacturer narrative:
Date sent: 12/19/2008. Information is unavailable; device was not returned for evaluation.